Manufacturer narrative:
Concomitant medical products: dtpa2d1 crt-d implanted: (B)(6) 2020; 419488 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an right ventricular (rv) lead warning was triggered for a low pacing impedance measurement. It was noted that the device pace and sense was programmed to a different polarity vector on the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.